Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurement changes. Physical damage was noted to the lead body, and the lead was confirmed to be fractured via x-ray due to subclavian crush. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.